Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va09nlh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient tried to increase and decrease the stimulation, but nothing happened. The patient was really hurting, and this was referring to their bladder. The patient was currently on program 1 at 1.0v and they had tried other programs as well. The patient had to call their health care provider (hcp) for programming. It was later reported that the patient¿s lead had high impedance on all electrodes. The patient would occasionally feel stimulation if in a certain position, but the stimulation would only last seconds. The patient had a loss of stimulation, a loss of therapeutic effect, and less than 50 percent therapy relief at the lead location. The action required as a result of the event was replacement. The diagnostic testing or troubleshooting performed was impedance testing. It was unknown if the product issue was resolved and unknown if the cause of the issue was determined. The lead was implanted and remained in service and at the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.